Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: additional information was received on 19-sep-2022. As reported by the user facility: "paclitaxel infusion. Patient family member noticed tubing was ""dripping"" and notified rn. Found puddle on floor. Fluid was dripping out of the tubing filter. Spill kit utilized and patient moved to different room. No one had unintentional contact with spilled drug. Evs notified and spill cleaned. Notified physician and mixed new bag same concentration of volume remaining per bbraun pump." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample was functionally leak tested by attaching the set to the airline at 10 psi and submerged under water for 10 seconds with no leakages observed. A visual evaluation was performed on the photograph and noted there was leakage from the drip chamber's air vent hole. In an attempt to replicate the reported defect, the sample was attached to an IV bag with an air vent both open and closed and no leak was observed on the sample. Based on the visual evaluation of the photograph and physical sample, the reported defect was not confirmed. Although the exact root cause could be determined at this time, it should be noted that information found on IFU states "vent cap should remain in the closed position unless infusion from a glass bottle". Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.